Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6)  2010; 4194 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).